Event description:
On (B)(6) 2010 the pt reported that last week while changing the insulin cartridge of his infusion device, the plunger remained attached to the piston rod and about 30 units of insulin spilled into the cartridge chamber. The pt was educated on how to properly remove the cartridge. He stated he let his device dry out for about 30 minutes. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.